Event description:
It was reported by a customer on (B)(6) 2011 during the procedure, there was a problem with the foot pedal on the greenlight xps laser system. Per the customer, the physician did not put his foot on the standby button and the laser system automatically went into standby. Also, the customer reported that this happened about 5 or 6 times near the end of the procedure. The greenlight xps laser system was not idle for more than 1 or 2 minutes. Per the customer, the greenlight xps laser system kept going into standby without anyone touching the standby tab on the screen or the physician using the foot pedal.